Event description:
A customer reported bubbles during a vitreoretinal eye surgery. The reported informed that surgeon has to "bleed" the bubbles intraoperatively. There was no patient harm. Additional information and product sample have been requested for this case.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).